Event description:
(B)(4). Same case as: 2134265-2012-05952. It was reported that during a stenting treatment procedure, an inaccurate gauge reading occurred. The target lesion was located in the left anterior descending (lad) artery. The physician advanced a 2.5 x 30mm emerge balloon catheter over a 182cm luge guide wire to the lesion. An advantage 26 inflation device was connected to the balloon catheter and attempted to inflate the balloon, but the dial on the gauge stayed at 0atm. During fluro a perforation to the coronary was noted just distal to the stent. The balloon had been inflating without the dial registering. It was noted that the balloon and guide wire in use at the time of the event are not believed to have contributed to the event. No further patient complications reported and the patient status is okay.

Manufacturer narrative:
Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).